Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine, unknown concentration at unknown dose via intrathecal drug delivery pump for spinal pain. It was reported that patient's pump had been alarming. His last refill was in (B)(6) 2017 and his pump had been alarming since last year sometimes. Now he could barely hear the pump now and did not have a healthcare professional (hcp) to follow up with. The patient symptoms were reported. No further complications were reported. Additional information was received from a healthcare professional (hcp). It was reported that the hcp was electively programming the pump to off state due to the fact that the reservoir had been empty for a long time. The hcp wanted it permanently off. No further complications were reported. Additional information was received from a healthcare professional (hcp). It was reported that the therapy had not been intentionally discontinued prior to the empty pump. The pump was already empty and alarming when the hcp stopped pump. The pump had been alarming due to empty reservoir since (B)(6) 2019. No further complications were reported.